Manufacturer narrative:
Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
During an orif of a left hand (scaphoid), surgeon inserted screw over guide wire (compression sleeve was on screw) and as compression sleeve was being advanced, the stardrive¿s tip broke. Broken pieces retrieved. Patient is young and has very hard bone. All pieces retrieved. Sales consultant was able to obtain the shaft to return but the broken tip has been discarded. This is report 1 of 1 for complaint (B)(4).